Event description:
It is reported that patient is experiencing post-operative allergic reaction.

Manufacturer narrative:
The items are made from (B)(4) which is essentially a nickel-free alloy (0.10 percent maximum). The remainder of the implants are made from (B)(4) which typically contains between 10-14 percent nickel. No devices were returned and no lot numbers were provided for the devices related to this complaint. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.